Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was making a high-pitched continuous beep noise after changing the infusion set. The customer stated that the noise lasted for a little while, stopped and occurred again. The customer's blood glucose was 102 mg/dl. Troubleshooting was done. Advised customer to insert a new battery, but the constant tone did not disappear. The customer waited another two hours and insert a new battery after the insulin pump rest. The tone still occurred after the rest. Advised that a replacement insulin pump would be sent. Nothing further reported.